Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer stated that the infusion set would not insert into his skin and the blood glucose reading was high. Customer treated with manual injection and insulin pump for the high blood glucose. Customer also reported that the he had a sensor connection issue and troubleshooting was performed and completed. Customer reported to have received a stuck button alarm no troubleshooting was performed on high blood glucose and stuck button alarm and stated that the insulin pump, sensor, and infusion set was working fine.. No product is expected to return for analysis.